Event description:
It was reported that the appliers would not load a clip to full aperture. The bosses were not engaged in the applier every few clips would engage then 2 or 3 would fall out. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. No clip was in the first position in the channel. One of the centering tabs and another tab on the distal tip of the channel were bent inwards. This damage would prevent the clips from being able to load properly into the jaws. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the proximal end of the feeder was slightly bent. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining, the defect could be confirmed based on the damage observed to the distal end of the channel. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. Although no clips were remaining, the defect could be confirmed based on the damage observed to the distal end of the channel. The sample was returned with one of the centering tabs and another tab on the distal tip of the channel bent inwards. This damage would prevent the clips from being able to load properly into the jaws. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that the damage to the tabs on the channel were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. The damage to the tabs most likely occurred during use, but it could not be determined exactly what caused the damage. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73h1800144 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the appliers would not load a clip to full aperture. The bosses were not engaged in the applier every few clips would engage then 2 or 3 would fall out. There was no patient injury.